Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the ok keypad button being unresponsive was not able to be duplicated during testing; all keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.